Event description:
The FDA should demand the recall of the medtronic 670g/770g insulin pump and guardian sensor. These devices are needlessly complicated to use, do not work as advertised, and are potentially dangerous. Medtronic engages in false and misleading advertising. There are 100s if not thousands of complaints on medtronic social media pages. The company arrogantly insists there are no problems. Sensors: the sensors are the worst ones of the three big ones in the market. They require an archaic amount of tape to secure the sensor, making the product a poor fit for men. The sensors last only a few days, never the full 7 days they are advertised as. They also last half the time the others on the market do. The sensors are advertised as only needing two calibrations a day. In fact, if you use the automode feature, you must check blood sugar at least 4-8 times a day, as the pump constantly asks for it. I have had multiple transmitters and sensors replaced in just a few months of using the device. Insulin pump: the pump consistently forces sugar low. The automode feature is advertised as keeping sugar in the 120mg range, but in fact low blood sugar is the norm. Ask any endocronologist and they will advise against using this feature because of this problem. Medtronic blames the patient. The pump is also needlessly complicated. This device requires multiple inputs to get anything done. The complication leads to non-compliance which leads to dangerous situations. I have been a medtronic customer for 20 years. Their customer service is terrific, but customer service can't fix a defective, terrible product. Because insurance only covers one pump every four years, I and the hundreds of other duped patients are stuck with a defective, problematic device. As an insulin-dependent diabetic, I have no choice. Only an FDA recall with remedy this situation. You may contact me at (B)(6). FDA safety report ID# (B)(4).